Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified due to damaged usb pins.

Manufacturer narrative:
Correction: (B)(4) removed. Added (B)(4).

Event description:
The customer reported to have been in diabetic ketoacidosis at the time of the reported event.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's blood glucose was 356 mg/dl and ketones were present. A bolus via the pump was delivered to address the bg and it increased to 499 mg/dl. The customer was nauseous/dizzy and went to the emergency room. The customer was admitted to the hospital and was treated with insulin pens/drip. The customer did not know the cause of the high bg and thought it might be due to the pump/supplies. The hospital staff thought that the pump was "bad". The customer was discharged on (B)(6) 2018 with the high bg/ketones resolved. The customer reverted to using insulin injections for insulin therapy.